Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker and lead system presented to the emergency room after episodes of syncope. An EKG showed only intermittent stimulation and loss of capture . During the revision procedure, the physician was not able to determine if the problem was caused by the pacemaker or the right ventricular (rv) lead so the entire system was explanted and replaced. No additional adverse patient effects were reported. The explanted pacemaker was expected to be returned for analysis.